Event description:
Customer alleges discrepant results with meter. Pt's target therapeutic range is 2.5-3.5. Dose has been adjusted several times due to high results on meter. On (B)(6) 2011, result done with lot #246050. Data has no comparator and would not be reportable by itself, but has been included on this report in an effort to provide all available info. The 4.1 result on (B)(6) 2011 was done with lot #248203. This lot was reported on MDR # 2027969-2011-01799, but has been included on this report because the two lots are being compared to one another.

Manufacturer narrative:
Pending.